Manufacturer narrative:
Updated data: a2, b3, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that on the day of the transcatheter aortic valve implant, following the valve implant, trace paravalvular leak (pvl) was identified. Treatment was not required. Patient symptoms were not reported. Approximately, 6 years and 7 months following the valve implant the patient presented to the emergency department with shortness of breath which required 4 liters of oxygen via nasal canula. A chest x-ray identified mild-moderate pulmonary edema along with acute decompensated heart failure. A transesophageal echocardiogram (tee) identified severe aortic insufficiency with an eccentric jet and mobile echodensity concerning for vegetation. Two blood cultures taken were reported as negative. A pleural effusion was also identified and a therapeutic diagnostic thoracentesis was performed with 800 cc of fluid removed. Additional intravenous medication was administered. The acute decompensated heart failure event resolved 10 days following onset. As result of the severe aortic insufficiency the patient was transferred to a different hospital. Intervention included additional intravenous medication and an aortic valve-in-valve revision occurred. A 26 millimeter non-medtronic valve was implanted as the active valve within the pre-existing 34 millimeter medtronic transca theter valve. Following this valve revision, a transthoracic echocardiogram (tte) confirmed there was no residual aortic regurgitation. The patient was discharged in stable condition 15 days following the emergency department presentation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of a transcatheter aortic valve, the valve failed due to severe central aortic regurgitation. The patient suffered congestive heart failure (chf), and was hospitalized as a result. The patient is being evaluated for a potential valve-in-valve procedure.

Manufacturer narrative:
Updated data: a5b, b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the onset of this event occurred 6 years and 7 months following the implant of the transcatheter aortic valve. The patient presented to the emergency department for aortic insufficiency. The patient was admitted to a different facility due to acute decompensated heart failure. A transesophageal echocardiogram (tee) showed severe aortic insufficiency with mobile echodensity verse possible vegetation. Blood cultures remained negative. However, mild leukocytosis was identified, and an antibiotic was administered. A thoracentesis was performed and the patient was transferred to a different facility where the transcatheter valve was replaced with a valve-in-valve procedure.

Event description:
Additional information received indicated that endocarditis was ruled out. The valve-in-valve procedure occurred (B)(6) following the implant of the first transcatheter aortic valve (tav).

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b7, g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.